Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00060. All future reports will be submitted under mfg report num reflected in this report. The gas tank was not returned for evaluation. A review of the batch production record for showed no unusual manufacturing issues. A review of the complaint records showed five other complaints. A review of confirmed complaints for patients that have experienced high intraocular pressure showed no complaints since the beginning. An analysis of the retain samples lots showed that the product was pfp and met all release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after cataract surgery the patient experienced with moderate high intraocular pressure in the right eye and treated with drug therapy (carteolol hydrochloride eye drops two times daily, brinzolamide eye drops three times daily and brimonidine tartrate eye drops three times daily). Patient symptoms were resolved.